Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to leakage due to breakage of upward/downward (u/d) angulation control knob. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to damage on up/down knob, water tightness is lost; scope body has a crack; air/water cylinder has no color; scope cylinder has no color; switch box is deformed; plug unit is deformed; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to adhesive peeling around objective lens, streak of flare appears in the image; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; and adhesive on bending section cover or distal sheath rubber is detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope, the instrumentation channel port detaches from the control unit. The event was found during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the air/water tube had a foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.